Event description:
The complaint involved a pt who underwent knee revision surgery on (B)(6) 2015. The original surgery was dated (B)(6) 2015. The revision surgery was a result of infection. In the revision, the ultra insert and retaining bolt were revised to new implants of the same size.

Manufacturer narrative:
The complaint made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the mfg and sterilization documentation for the explanted devices revealed no deviation from process or non conformity of product that would have caused the adverse event.